Event description:
It was reported that the patient presented to the ER after receiving inappropriate therapy due to lead noise. An attempt to stop the therapy with a magnet was unsuccessful. The patient was hospitalized with hv therapy programmed off.